Manufacturer narrative:
Additional information: b5, g3, h6 (fdd) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, device did not complete or seal the vessels. The console indicated that the clamp was activated and detected by the generator. The test started and it did not fulfill its function correctly. There was energy delivery noted but there was no re-grasp or end tone heard. Tissue bundle was 7mm thick and there was no good seal completed. The scrub nurse proceeds to perform tests again and continued without fulfilling its function, the ft10 and ls10 generator was changed but again device did not fulfill its function, the doctor requests a change of instrument. Powered up immediately and new energy was provided. There was no patient injury.

Event description:
According to the reporter, during a procedure, device did not complete or seal the vessels. The console indicated that the clamp was activated and detected by the generator. The test started and it did not fulfill its function correctly. The scrub nurse proceeds to perform tests again and continued without fulfilling its function, the ft10 and ls10 generator was changed but again device did not fulfill its function, the doctor requests a change of instrument. Powered up immediately and new energy was provided. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: \vlft10gen - vlft10gen ft series energy platformx1 vlls10gen - vlls10gen ls series vessel sealing gen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.